Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during the implant procedure, the lead was dislodged. The lead was repositioned many times eventually the helix would not extend. The lead was replaced with a competitor. The patient tolerated the procedure well.